Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of breast pain. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. This MDR reports the ae of breast pain. An additional MDR was submitted to report additional ae of breast swelling. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial cp-1060: on (B)(6) 2017, patient underwent bilateral cosmetic augmentation mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut in half. No concomitant procedures were done. On (B)(6) 2017, breast pain was reported. Patient treated with medication. Resolved on (B)(6) 2017 with no sequelae. Review of medical affairs identified that the reported ae is likely related to the device and serious.